Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibromyalgia. Concomitant products included estradiol from (B)(6) 2008 to (B)(6) 2009, fluoxetine hydrochloride (prozac) from 2011 to 2018 and meloxicam from 2013 to 2018. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced genital haemorrhage ("gen abnormal. Bleed") and fibromyalgia ("fibromyalgia"), 25 days after insertion of essure. In (B)(6) 2008, the patient experienced inflammatory bowel disease ("ibd / inflammatory bowel disease"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2008, the patient experienced rectal haemorrhage ("rectal bleeding") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced vision blurred ("blurred vision") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pain ("body pain"). On (B)(6) 2009, the patient experienced depression ("depression"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced hot flush ("hot flashes"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract problems"), mood swings ("mood swing") and night sweats ("night sweats"). In (B)(6) 2012, the patient experienced urticaria ("hives") and skin disorder ("bumps on scalp"). In (B)(6) 2012, the patient experienced migraine ("migraine") and headache ("headaches"). In (B)(6) 2014, the patient experienced vaginal disorder ("vaginosis") and vulvovaginal pruritus ("vaginal itching"). In (B)(6) 2015, the patient experienced seizure ("seizures"). On an unknown date, the patient experienced lyme disease ("lyme disease"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition"), gastrointestinal disorder ("gi conditions"), arthralgia ("joint pain"), abdominal distension ("bloating"), irritability ("irritability"), endometriosis ("endometriosis") and libido decreased ("sex drive is the only thing it has affected"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, lyme disease, rectal haemorrhage, inflammatory bowel disease, dysmenorrhoea, abdominal pain, dermatitis allergic, migraine, headache, gastrointestinal disorder, fibromyalgia, arthralgia, abdominal distension, irritability, endometriosis, hot flush, vaginal disorder, depression, bladder disorder, urinary tract disorder, nausea, dyspareunia, vaginal discharge, vision blurred, fatigue, urticaria, mood swings, vulvovaginal pruritus, night sweats and libido decreased outcome was unknown, the genital haemorrhage, menorrhagia, weight increased, alopecia and pain had resolved and the seizure was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, bladder disorder, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, hot flush, inflammatory bowel disease, irritability, libido decreased, lyme disease, menorrhagia, migraine, mood swings, nausea, night sweats, pain, pelvic pain, rectal haemorrhage, seizure, skin disorder, urinary tract disorder, urticaria, vaginal discharge, vaginal disorder, vision blurred, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: received treatment for pain- dysmenorrhea (cramping), pelvic/abdominal, menorrhagia (heavy menstrual bleeding), gen abnormal. Bleed, rash/skin condition, lyme disease, migraine, headaches, gi conditions, fibromyalgia, joint pain, bloating, irritability endometriosis. Discrepancy noted in insertion date- (B)(6) 2008. Discrepancy noted: earlier the patient underwent essure confirmation test, but in current pfs it was given she did not underwent essure confirmation test. Current weight 165 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Imaging procedure - on an unknown date: result: bilateral occlusion. (Confirmation test not specified). The following information was received from social media sex drive is the only thing it has affected. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event added- sex drive is the only thing it has affected. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure (batch no. 626977) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibromyalgia. Concomitant products included estradiol from (B)(6) 2008 to (B)(6) 2009, fluoxetine hydrochloride (prozac) from 2011 to 2018 and meloxicam from 2013 to 2018. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced genital haemorrhage ("gen abnormal. Bleed") and fibromyalgia ("fibromyalgia"), 25 days after insertion of essure. In (B)(6) 2008, the patient experienced inflammatory bowel disease ("ibd / inflammatory bowel disease"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2008, the patient experienced rectal haemorrhage ("rectal bleeding") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced vision blurred ("blurred vision") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pain ("body pain"). On (B)(6) 2009, the patient experienced depression ("depression"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced hot flush ("hot flashes"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract problems"), mood swings ("mood swing") and night sweats ("night sweats"). In (B)(6) 2012, the patient experienced urticaria ("hives") and skin disorder ("bumps on scalp"). In (B)(6) 2012, the patient experienced migraine ("migraine") and headache ("headaches"). In (B)(6) 2014, the patient experienced vaginal disorder ("vaginosis") and vulvovaginal pruritus ("vaginal itching"). In (B)(6) 2015, the patient experienced seizure ("seizures"). On an unknown date, the patient experienced lyme disease ("lyme disease"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition"), gastrointestinal disorder ("gi conditions"), arthralgia ("joint pain"), abdominal distension ("bloating"), irritability ("irritability"), endometriosis ("endometriosis") and libido decreased ("sex drive is the only thing it has affected"). The patient was treated with surgery (hysterectomy total laparoscopic/ salpingo oophorectomy laparoscopic (right)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, lyme disease, rectal haemorrhage, inflammatory bowel disease, dysmenorrhoea, abdominal pain, dermatitis allergic, migraine, headache, gastrointestinal disorder, fibromyalgia, arthralgia, abdominal distension, irritability, endometriosis, hot flush, vaginal disorder, depression, bladder disorder, urinary tract disorder, nausea, dyspareunia, vaginal discharge, vision blurred, fatigue, urticaria, mood swings, vulvovaginal pruritus, night sweats and libido decreased outcome was unknown, the genital haemorrhage, menorrhagia, weight increased, alopecia and pain had resolved and the seizure was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, bladder disorder, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, hot flush, inflammatory bowel disease, irritability, libido decreased, lyme disease, menorrhagia, migraine, mood swings, nausea, night sweats, pain, pelvic pain, rectal haemorrhage, seizure, skin disorder, urinary tract disorder, urticaria, vaginal discharge, vaginal disorder, vision blurred, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: received treatment for pain- dysmenorrhea (cramping), pelvic/abdominal, menorrhagia (heavy menstrual bleeding), gen abnormal. Bleed, rash/skin condition, lyme disease, migraine, headaches, gi conditions, fibromyalgia, joint pain, bloating, irritability endometriosis. Discrepancy noted in insertion date- (B)(6) 2008. Discrepancy noted: earlier the patient underwent essure confirmation test, but in current pfs it was given she did not underwent essure confirmation test. Current weight 165 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Imaging procedure - on an unknown date: result: bilateral occlusion. (Confirmation test not specified). The following information was received from social media sex drive is the only thing it has affected. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2021: reporter were added. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure (batch no. 626977) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibromyalgia. Concomitant products included estradiol from (B)(6) 2008 to (B)(6) 2009, fluoxetine hydrochloride (prozac) from 2011 to 2018 and meloxicam from 2013 to 2018. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced genital haemorrhage ("gen abnormal. Bleed") and fibromyalgia ("fibromyalgia"), 25 days after insertion of essure. In (B)(6) 2008, the patient experienced inflammatory bowel disease ("ibd / inflammatory bowel disease"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In november 2008, the patient experienced rectal haemorrhage ("rectal bleeding") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In december 2008, the patient experienced vision blurred ("blurred vision") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pain ("body pain"). On (B)(6)2009, the patient experienced depression ("depression"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In september 2011, the patient experienced hot flush ("hot flashes"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract problems"), mood swings ("mood swing") and night sweats ("night sweats"). In (B)(6) 2012, the patient experienced urticaria ("hives") and skin disorder ("bumps on scalp"). In (B)(6) 2012, the patient experienced migraine ("migraine") and headache ("headaches"). In (B)(6) 2014, the patient experienced vaginal disorder ("vaginosis") and vulvovaginal pruritus ("vaginal itching"). In (B)(6) 2015, the patient experienced seizure ("seizures"). On an unknown date, the patient experienced lyme disease ("lyme disease"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition"), gastrointestinal disorder ("gi conditions"), arthralgia ("joint pain"), abdominal distension ("bloating"), irritability ("irritability"), endometriosis ("endometriosis") and libido decreased ("sex drive is the only thing it has affected"). The patient was treated with surgery (hysterectomy total laparoscopic/ salpingo oophorectomy laparoscopic (right)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, lyme disease, rectal haemorrhage, inflammatory bowel disease, dysmenorrhoea, abdominal pain, dermatitis allergic, migraine, headache, gastrointestinal disorder, fibromyalgia, arthralgia, abdominal distension, irritability, endometriosis, hot flush, vaginal disorder, depression, bladder disorder, urinary tract disorder, nausea, dyspareunia, vaginal discharge, vision blurred, fatigue, urticaria, mood swings, vulvovaginal pruritus, night sweats and libido decreased outcome was unknown, the genital haemorrhage, heavy menstrual bleeding, weight increased, alopecia and pain had resolved and the seizure was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, bladder disorder, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, hot flush, inflammatory bowel disease, irritability, libido decreased, lyme disease, migraine, mood swings, nausea, night sweats, pain, pelvic pain, rectal haemorrhage, seizure, skin disorder, urinary tract disorder, urticaria, vaginal discharge, vaginal disorder, vision blurred, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: received treatment for pain- dysmenorrhea (cramping), pelvic/abdominal, menorrhagia (heavy menstrual bleeding), gen abnormal. Bleed, rash/skin condition, lyme disease, migraine, headaches, gi conditions, fibromyalgia, joint pain, bloating, irritability endometriosis. Discrepancy noted in insertion date- (B)(6) 2008. Discrepancy noted: earlier the patient underwent essure confirmation test, but in current pfs it was given she did not underwent essure confirmation test. Current weight 165 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Imaging procedure - on an unknown date: result: bilateral occlusion. (Confirmation test not specified). The following information was received from social media sex drive is the only thing it has affected. Lot number: 626977 manufacturing date: 2008-04 expiration date: 2010-04 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 3-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('gen abnormal. Bleed') and lyme disease ('lyme disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), lyme disease (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition"), migraine ("migraine"), headache ("headaches"), gastrointestinal disorder ("gi conditions"), fibromyalgia ("fibromyalgia"), arthralgia ("joint pain"), abdominal distension ("bloating"), irritability ("irritability") and endometriosis ("endometriosis"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, lyme disease, dysmenorrhoea, abdominal pain, dermatitis allergic, migraine, headache, gastrointestinal disorder, fibromyalgia, arthralgia, abdominal distension, irritability and endometriosis outcome was unknown and the genital haemorrhage and menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, arthralgia, dermatitis allergic, dysmenorrhoea, endometriosis, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, irritability, lyme disease, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: received treatment for pain- dysmenorrhea (cramping),pelvic/abdominal, menorrhagia (heavy menstrual bleeding),gen abnormal. Bleed, rash/skin condition, lyme disease, migraine, headaches, gi conditions, fibromyalgia, joint pain, bloating, irritability endometriosis. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result: bilateral occlusion. (Confirmation test not specified). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: case become incident, previously added injury nos was replaced with dysmenorrhea & new events- pelvic pain, abdominal pain, menorrhagia, gen abnormal. Bleed, rash/skin condition, lyme disease, migraine, headaches, gi conditions, fibromyalgia, joint pain, bloating, irritability endometriosis, were added. Lab test was added. On 18-sep-2019: fu 2 & fu 3 proceeded. No new clinical information was received. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('gen abnormal. Bleed'), lyme disease ('lyme disease'), seizure ('seizures'), rectal haemorrhage ('rectal bleeding') and inflammatory bowel disease ('ibd / inflammatory bowel disease') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibromyalgia. Concomitant products included estradiol from (B)(6) 2008 to (B)(6) 2009, fluoxetine hydrochloride (prozac) from 2011 to 2018 and meloxicam from 2013 to 2018. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"), 25 days after insertion of essure. In (B)(6) 2008, the patient experienced inflammatory bowel disease (seriousness criterion medically significant), nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2008, the patient experienced rectal haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced vision blurred ("blurred vision") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pain ("body pain"). On (B)(6) 2009, the patient experienced depression ("depression"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced hot flush ("hot flashes"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract problems"), mood swings ("mood swing") and night sweats ("night sweats"). In (B)(6) 2012, the patient experienced urticaria ("hives") and skin disorder ("bumps on scalp"). In (B)(6) 2012, the patient experienced migraine ("migraine") and headache ("headaches"). In (B)(6) 2014, the patient experienced vaginal disorder ("vaginosis") and vulvovaginal pruritus ("vaginal itching"). In (B)(6) 2015, the patient experienced seizure (seriousness criterion medically significant). On an unknown date, the patient experienced lyme disease (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition"), gastrointestinal disorder ("gi conditions"), arthralgia ("joint pain"), abdominal distension ("bloating"), irritability ("irritability") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, lyme disease, rectal haemorrhage, inflammatory bowel disease, dysmenorrhoea, abdominal pain, dermatitis allergic, migraine, headache, gastrointestinal disorder, fibromyalgia, arthralgia, abdominal distension, irritability, endometriosis, hot flush, vaginal disorder, depression, bladder disorder, urinary tract disorder, nausea, dyspareunia, vaginal discharge, vision blurred, fatigue, urticaria, mood swings, vulvovaginal pruritus and night sweats outcome was unknown, the genital haemorrhage, menorrhagia, weight increased, alopecia and pain had resolved and the seizure was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, bladder disorder, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, hot flush, inflammatory bowel disease, irritability, lyme disease, menorrhagia, migraine, mood swings, nausea, night sweats, pain, pelvic pain, rectal haemorrhage, seizure, skin disorder, urinary tract disorder, urticaria, vaginal discharge, vaginal disorder, vision blurred, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: received treatment for pain- dysmenorrhea (cramping), pelvic/abdominal, menorrhagia (heavy menstrual bleeding), gen abnormal. Bleed, rash/skin condition, lyme disease, migraine, headaches, gi conditions, fibromyalgia, joint pain, bloating, irritability endometriosis. Discrepancy noted in insertion date-(B)(6) 2008. Discrepancy noted: earlier the patient underwent essure confirmation test, but in current pfs it was given she did not underwent essure confirmation test. Current weight 165 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Imaging procedure - on an unknown date: result: bilateral occlusion. (Confirmation test not specified). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs and mr received- new events hot flashes, vaginosis, depression, bladder problem, urinary tract problems, nausea, seizures, dyspareunia (painful sexual intercourse), vaginal discharge, blurred vision, fatigue, weight gain, hair loss, rectal bleeding, inflammatory bowel disease, hives, bumps on scalp, mood swing, vaginal itching, body pain and night sweats were added. Reporter and patient demography was added. Medical history and concomitant drug were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.